Event description:
It was reported while using bd facs aria¿ so waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer stated leak on the waste connector of the wetcart. Was there a fluidic leak or spill? Yes. 1. Was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Waste / sheath. 5. What is the source of leak/spill? (Waste or non-waste line) waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
After further review MFR#: 2916837-2021-00267 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs aria¿ so waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer stated leak on the waste connector of the wetcart. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste / sheath. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.